Event description:
The pt reported experiencing unexplainable low blood glucose readings as low as 29 mg/dl for approximately 4 weeks and the infusion device displays e8 (bolus canceled) after bolus delivery. The pt reported having a cold and an infection and has been taking antibiotics. The pt's normal blood glucose level is 120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info obtained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.